Event description:
No additional information was provided.

Manufacturer narrative:
H10: one sample model mz9226 was returned for investigation. The set was examined for defects and abnormalities. The set was primed with water and a leak was seen coming from the weld of the filter. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, based on the investigation conducted and given that the production records, retained samples and batch testing results were all compliant, there is no evidence to indicate a manufacturing defect associated with the reported leak.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that PICC line found to have blood backed up into the line and filter end of tubing. On further inspection, line was wet and visible crack found on the filter.